Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to june 2, 2026. Section d6a: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: not applicable, as the lens was inserted and removed in the same procedure. Section h3: the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625: additional surgery unplanned vitrectomy. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol), model zcb00, was removed with associated vitreous material and required replacement. Patient movement during the procedure was noted. The complaint device was discarded, and no additional information was provided.